Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a capnoperitoneum was established via the endoflator 40 after the self-test had been completed successfully. During the procedure it was noticed that the low-pressure co2 hose had been accidentally inserted into a wall oxygen extraction point. The operation, particularly the use of hf surgery, was immediately paused and the hose was inserted into a co2 extraction point in the wall. No negative impact in state of health reported.

Manufacturer narrative:
The device was not returned to karl stort tuttlingen for a physical inspection. However, the investigator assumes the root cause in the aging of the low-pressure tube. The tube was manufactured in august 2014. The cds document is referring to a lifetime of 5 years which has already exceeded. The hose was probably not checked as notified in an fsn in 2020, which was triggered by capa20-2020. Please refer to document "status-fsca-200799955_20250813130119.117" the IFU (uip400_en_v2.1_IFU_ce-MDR) is stating the "correct handling and product testing" clearly in section 3.2, page 10. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).